Manufacturer narrative:
A brand name, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported the tampon fell apart upon removal leaving pieces inside. She experienced irritation and went to the ER every three to six months with reoccurring bladder and yeast infections. She was prescribed antibiotics and her health has improved.